Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on (B)(6) 2022, the customer went to the emergency room (ER) with a blood glucose (bg) level above 400 mg/dl. Customer alleged the cause of the elevated bg was due to battery gauge fluctuation which resulted in the pump shutting down. Customer administered a bolus via the pump prior to the ER and was treated with intravenous fluids of saline and insulin while in the ER. Customer was released 5 hours later on (B)(6) 2022 with no permanent damage and the issue resolved. During troubleshooting with cts, the customer alleged the cause of the high bg was due to a pump shutdown; however, the alleged issue could not be verified, but an empty cartridge alarm was identified. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.